Event description:
Caller reported blood glucose results of hi, which on the advantage system indicates a result in excess of 600 mg/dl, and 525 mg/dl using advantage system 1, 218 using advantage system 2 within 10 minutes. Reported no symptoms or adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 2. (B) (6).